Event description:
The site reported the following: a patient with a moderately calcified distal popliteal artery lesion presented for an atherectomy procedure. The physician used a jetstream atherectomy set to treat the occluded vessel. During the procedure, the catheter became stuck on the viper wire guidewire. The physician removed the jetstream catheter with the guidewire. The physician then re-wired the vessel with a second viper wire guidewire and used a second jetstream atherectomy set to successfully complete the procedure. There was no injury/ adverse event reported.

Manufacturer narrative:
UDI - (B)(4). Quality assurance product analysis reviewed the information that was provided by the site. The jetstream xc-2.1 catheter that was in use during the event was discarded; therefore, no further investigation could be performed. The jetstream xc-2.1 instructions for use (IFU) cautions the user as follows: "use only compatible guide wires and introducers with the jetstream system. The use of any supplies not listed as compatible may damage or compromise the performance of the jetstream system." In this case, the viper wire guidewire is not listed in the jetstream system IFU as compatible device.